Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have myopotentials over-sensing, which resulted in non-sustained v oversensing episodes. Corrective programming changes were made. No patient consequences were reported.